Event description:
It was reported that the patient was admitted for a surgery to revise a sternal wound related to an infection. The source of the infection was determined to be the sternal incision. The cultures identified were candida albicans. The infected bone was removed, and the patient was discharged with a wound vac (vacuum assisted closure) and intravenous micafungin. The pump was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.